Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records for MDR reportability, the lab results shows metal ion levels were below 7 ppb. Doi: (B)(6)2009;dor: (B)(6)2014; right hip.

Event description:
Pfs and authorization to disclose forms received. In addition to what were previously alleged, pfs alleges metallosis, ringing in the ear, memory loss, low-grade fevers, fatigue, nausea, rashes, lesions, limited ability to do daily activities, trochanteric bursitis and limited mobility.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. Update recv'd 03/11/2014 - patient's revision operative records were received. Records were reviewed. There is no new information that would change the existing MDR decision. / / investigation method: the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The patient was reported as a (B)(6) year old female (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. Medical record review. The patient is described as a (B)(6) and has a bmi of 39.5. 3 x-rays were included for review. Two are of poor quality and do not reveal the entire prosthesis or pelvis. The third is of better quality, but is undated and does not add to the investigation. The preoperative diagnosis is painful ceramic on metal total hip replacement. There is no history or indications portion within the record to give us more information in regards to when the original surgery was performed as well as the course of events that occurred. The surgeon made note that there was no dark stained fluid within the joint as well as no trunnion corrosion, damage or metal wear. The components appeared to be in good position. The metal liner was exchanged for a poly liner. There are no medical records prior to or following this note. There are no patient past or current medical history records available to review. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The patient is noted to be morbidly obese. IFU's caution surgeons to warn the patient of the limitations of the artificial joint replacement devices. Obesity causes increased wear of components and may lead to early failure of the components. All total hip arthroplasties have a risk of failure and the risks of the individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. **** / / investigation summary: patient was revised to address pain. Update recv'd 03/11/2014 - patient's revision operative records were received. Records were reviewed. There is no new information that would change the existing MDR decision. Doi: unk dor: (B)(6) 2014 (right hip) the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were obtained and reviewed by a medical professional. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4).